Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to initial MDR in block h6 - impact codes.

Event description:
It was reported that a patient experienced pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave 2.0 cath 31mm - us was selected for use. Pulmonary vein isolation was performed and on completion of pvi, physician did a post case effusion check after where effusion was noted. The effusion was discovered at the end of the procedure, during the physician's final sweep with ice while removing the catheters; therefore, it did not occur post-procedure. The intervention performed was a pericardiocentesis. At the time the effusion was discovered, the exact catheter location is unknown, as the physician was in the process of removing all catheters and sheaths. No imaging beyond ice was performed, and the location of the perforation could not be identified, as it was not visible via ice. The exact anatomical location of the effusion is unknown, as ice interpretation was limited. The procedure was successfully completed.

Event description:
It was reported that a patient experienced pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave 2.0 cath 31mm - us was selected for use. Pulmonary vein isolation was performed and on completion of pvi, physician did a post case effusion check after where effusion was noted. Pericardiocentesis was performed. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.